Manufacturer narrative:
The reported events were "an unidentified substance was found attached to the tip of the helix and was removed" and cardiac perforation. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported event of "an unidentified substance was found attached to the tip of the helix and was removed" was confirmed. Visual inspection of the lead found the steroid plug was not returned with the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix and applying torque to the connector pin, the helix could be retracted and extended, and helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.

Event description:
It was reported that following a recent implant, the patient complained of a stinging sensation and pericardial effusion was observed. A pericardial drainage was performed. A cardiac perforation by the right atrial (ra) lead was suspected. The ra lead was extracted. During extraction an unidentified substance was found attached to the tip of the helix and was removed. It could not be determined whether the substance was a component of the ra lead or biological tissue. A new ra lead was placed. The patient was recovering well post procedure.

Event description:
New information received notes that although no significant abnormal findings were strongly identified on radiographic imaging, the patient complained of a prickling sensation and echocardiography revealed pericardial effusion.